Manufacturer narrative:
A replacement reagent was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the customer received leaking boxes of synchron cx4 creatinine (cr-s) reagent. No injury was reported for this event.